Manufacturer narrative:
D4: UDI -not required until september 2016. The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [2700040000-2016-8010.pdf] h3 other text : device not returned to manufacturer

Event description:
Per the attached user facility medwatch report # (B)(4) which was received from the FDA on april 26th, 2016, the event description states the following: "during a heart catheterization, upon the sheath insertion, the access wire was pushed in through the dilator of the sheath but would not pass through it. It was defective and could not be used, so another sheath was used from another lot number, which worked fine with no problems." The heart catheterization was reported to be successful. The patient was not affected and no other complications noted.